Event description:
It was reported that a patient underwent a gynecological procedure on (B)(6) 2013. During the procedure, the device was not cutting correctly. It is unknown how the case was completed or if there was any patient consequence.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. In addition, a review of the device manufacturing records was conducted and the device met all finished goods release criteria.

Manufacturer narrative:
(B)(4): another like device was used to complete the procedure.